Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right atrial (ra) lead, the lead was placed in a very lateral position in the right atrium and the helix was noted to extend appropriately in 4-5 turns. After implant of the right ventricular (rv) lead, an as marker was noted followed by another as marker 350 milliseconds later and the patient complained of chest pain. An echocardiogram was performed and noted a lead perforation and small effusion. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.